Event description:
PICC found broken below hub. This line was only in place for three days. The patient required a new PICC line.

Manufacturer narrative:
The device was returned to vygon, and was sent to vygon (B)(4) for evaluation and complaint investigation. The results of this investigation are still pending, and will communicated to FDA within 30 days of its conclusion.